Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels on the first day of each cartridge change; however, bg normalized thereafter until next cartridge change. Customer¿s bg at the time of report was 348 mg/dl. The customer suspected the cause was infusion site related; however, customer observed no issues with them. The customer addressed the elevated bg by delivering boluses via the pump. A system check was performed with tandem customer technical support (cts) and no issues were identified. Reportedly, the customer loaded the cartridges with cold insulin. Cts informed the customer that the cartridge was labeled for room temperature insulin. The customer acknowledged the information.